Manufacturer narrative:
Additional information: h1, h2, h3, h4, h6. Investigation summary: a review of the device history record revealed the product was released according to all established procedures and qa documentation. A trend review of the reported lot was completed and no trends were identified. One used sample was received for evaluation. Visual inspection and functional testing performed confirmed the reported complaint of leaking at connection. An investigation has been initiated to determine the root cause of this device failure. This product issue will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the nurse informed that the enteral feeding set was leaking at the connection. There was no harm to the patient.